Event description:
It was reported via clinical trial that the target lesion was located in the mid right coronary artery (rca) (cass site 2) with 70% stenosis, a length of 8 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, and placement of a 3.0 x 12 mm promus rx stent, and post-dilatation with 0% residual stenosis. The subject was discharged on (B)(6) 2009, on aspirin and clopidogrel. On (B)(6) 2010, 428 days post index procedure, the patient developed angina. On (B)(6) 2010, the patient was admitted to the hospital with recurrent chest pain. A nuclear stress test showed positive results with reversibility in the lateral wall. Angiography without revascularization was performed on (B)(6) 2010, and revealed the left main had a diffuse 70% ostial to midsegment stenosis. The lad/diagonal system showed a calcified 70% proximal left anterior descending (lad) artery stenosis. The first diagonal was patent. The left circumflex/obtuse marginal system showed a patent circumflex with small obtuse marginal. The rca had a midsegment 70% stenosis involving the distal edge of the prior stent and the native rca. There was also a distal rca 80% stenosis that was at the bifurcation of the posterolateral branch and posterior descending artery. On (B)(6), 2010, the patient underwent a triple coronary artery bypass graft with lima to the lad, svg to the om, and svg to the pda. The instent restenosis of the rca was left with no intervention at this time. The patient was discharged on (B)(6), 2010 and is recovering. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the product instruction for use as potential adverse patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.